Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment strength of the sample received and the results fulfil the requirements of b. Braun surgical (bbs): 0.385 kgf in minimum and 1.359 kgf in maximum (bbs requirements: 0.300 kgf in minimum and 1.400 kgf in maximum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the needle detached easily from the thread during sewing. There was no patient harm or delay in surgery. Patient information is not available due to privacy protection.